Event description:
The customer reported the ventilator was plugged into ac power but was not in use. They observed the ventilator had signs of overheating. The ventilator was not in use on a pt. Therefore there was no pt involvement or harm. The manufacturer's service technician evaluation found the snubber board on the ventilator power supply had failed. This unit is currently being evaluated. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na